Event description:
It was reported that during a scheduled follow-up the device had diagnostic data not available for a ventricular tachycardia episode. All diagnostic data will be cleared during the next follow-up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.